Manufacturer narrative:
Unable to confirm deflation explant not returned.update/correction to sections b4, b5, d6b, d9, g6, h2, h6, and h10.

Event description:
Alleged deflation resulting in explantation

Manufacturer narrative:
Unable to confirm deflation explant not returned.

Event description:
Alleged deflation resulting in explantation.

Event description:
Alleged deflation.